Event description:
Had lasik surgery. Adverse results include extreme dry eye (has eased somewhat, especially with the use of flaxseed oil pills), starbursts, halos, double-vision and lack of contrast. Vision varies greatly based on the amount of light - much worse at night and in dim light - and amount of moisture in the eye. Each blink can produce a different quality of vision. If there is someone standing in front of me in dim light, and there is brighter light behind them, I can hardly see what's in the foreground. Even with the aid of glasses or contacts, my vision can no longer be corrected to that I had before. If I could go back and do it again, I would not have the surgery. I was probably a poor candidate, with large pupils and poor vision - 6.5, but no one mentioned that at the time. One realy frustrating thing is that the eye tests indicate my vision is much better than what I know to be true, because they don't measure the effect of the starbursts, etc., and they don't test night vision.